Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had developed an infection at the ipg site. Symptom of irritation at the ipg wound site were noted. It was unknown if the infection was device or procedure related. The physician prescribed the patient with antibiotics and the patient was doing fine. The device remains implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7086203/7086253. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 25949860.

Event description:
It was reported that the patient had developed an infection at the ipg site. Symptom of irritation at the ipg wound site were noted. It was unknown if the infection was device or procedure related. The physician prescribed the patient with antibiotics and the patient was doing fine. The device remains implanted. Additional information was received that the patient underwent a system explant procedure. The explanted devices were discarded by the medical facility.